Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support reviewed x-ray imaging and confirmed externalized conductors. The lead was deactivated to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.